Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer (fse) performed a carryover assessment with unacceptable results. In response, the sample probe, wash collar, and cuvettes were replaced. The instrument was returned to service after on-site repairs. Subsequent system performance tests and quality control results were found to be acceptable. These repairs appear to have resolved the issue.

Event description:
The customer reported that on (B)(6) 2011, erroneous high magnesium (mg) and lactate dehydrogenase (dl) results were generated on a unicel dxc 600 synchron system for two patient samples. The first patient's result was reported outside the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to the event. The second patient sample result was not reported outside the laboratory. Quality control results before and after the event met customer established specifications. However, there appeared to be some ld imprecision and an upward trend for mg. Customer did not report any other chemistry or system errors associated with this event.